Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 64.8 cm. The helix was found partially extended and clogged with blood. The inner coil inside the connector region was found over-torqued consistent with procedural damage. After cleaning, the helix was able to function normally within specifications. The reported event of helix mechanism issue was confirmed. The cause of the helix issue was isolated to the helix being clogged with blood and over-torqued of the inner coil due to procedural damage. The reported event of failure to capture was not confirmed. Other than procedural damage, the lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital for a lead revision procedure due to loss of capture on the right ventricular lead. The lead was explanted and replaced. During the lead replacement, the patient experienced an episode of ventricular tachycardia and received external defibrillation therapy to convert the rhythm. No further complications were noted. The procedure was completed successfully and patient remained in stable condition.